Event description:
A pt with a history of polio and degenerative arthritis sustained a femoral fracture and was implanted with a tfn nail in 2006. Reportedly, the fracture subsequently healed. As a result of the degenerative arthritis, the pt was returned to operating room for removal of hardware and revision to a total hip replacement. This is report #2 of 4 for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of manufacturing records has been requested.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.